Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code and an error code related to the charging of the internal battery were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.